Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the doctor spotted something like bubbles around at the patient's right atrium on the echocardiographic image during a dialysis at ICU. Allegedly, the doctor was not sure if those were actually air bubbles because vital signs seemed stable. Although the facility thinks there might be several possible factors which created bubbles, including chemicals and air backflow from the intestines to name a few, the facility requested an investigation of the catheter as one of the possible causes. Because the amount of spontaneous breathing of the patient is substantial (approximately 1000ml per breath), the doctor inferred it is possible that air coming from a even tiny crack on the catheter create bubbles. A new power trialysis was implanted in the inguinal region and there has been no problem since then.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of air entering the catheter is unconfirmed as no evidence of a leak or breach was observed. One 12 fr power trialysis catheter was returned for investigation. Use residue is visible within the catheter. No apparent outer surface device damage was observed. The three lumens were flushed and aspirated with water using a 12 ml syringe and were found to be patent to infusion and aspiration with no continuous flow of air bubbles. Each lumen was pressurized and no leaks were observed. As no leaks or air entering the catheter was observed during functional testing, the complaint was unconfirmed, problem could not be reproduced. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor spotted something like bubbles around at the patient's right atrium on the echocardiographic image during a dialysis at ICU. Allegedly, the doctor was not sure if those were actually air bubbles because vital signs seemed stable. Although the facility thinks there might be several possible factors which created bubbles, including chemicals and air backflow from the intestines to name a few, the facility requested an investigation of the catheter as one of the possible causes. Because the amount of spontaneous breathing of the patient is substantial (approximately 1000ml per breath), the doctor inferred it is possible that air coming from a even tiny crack on the catheter create bubbles. A new power trialysis was implanted in the inguinal region and there has been no problem since then.